Event description:
It was reported that the insulin pump has died. Confirmed the warranty information. The insulin alarmed during the prime/rewind process. Customer is using manual injections. The blood glucose reading is 195 mg/dl. The drive support cap is flush. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement test and self test. The insulin pump alarmed during prime test due to moisture damage on force sensor. Drive support disk was inspected and no anomaly was noted. The insulin pump received with scratched lcd window. Corroded motor assembly noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.